Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head image went dark/blind and displayed an error code. The issue was found during preparation for use. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the issue was found during a therapeutic urological procedure (male). There was a 10-minute delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, the endoscopic image could not be displayed. Olympus will continue to monitor field performance for this device.